Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining multiple head traumas. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, december 5, 2014.